Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation yet. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That during final tightening, the offset locker did not function as intended. This led to a significant delay in the surgery.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. A pivot pin on the posable jaw of the distal assembly was sheared, preventing the locking mechanism from properly engaging a screw. A definitive root cause of the reported issue could not be ascertained.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That during final tightening, the offset locker broke. This led to a significant delay in the surgery.